Manufacturer narrative:
Device evaluation: the devices have not been received for evaluation. The customer initially reported the procedure had to be repeated 3 times on one patient due to rotator breaking. This was later discounted by the customer in e-mail verification of events as initially reported in the complaint. The customer confirmed there were four different patients. The customer did not provide specific clinical details for each event. A review of the device history record did not reveal any exception documents. Device history record was reviewed. Conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator on the stopcock broke while injecting contrast media during a left ventriculogram procedure. Injector settings- 12ml/sec, 30ml, 1000 psi. No report of harm or injury. The customer reported this happened with four (4) different patients. Clinical details provided are the same for each of the four events. 1721504-2010-00158, 1721504-2010-00159, 1721504-2010-00160.